Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the helix on the right ventricular lead was sticking out 1 mm prior to implant. When passing the lead through the superior vena cava, the physician had trouble advancing the helix. The helix on the atrial lead was also sticking out 1 mm. The physician was able to advance the helix with no difficulties. Both leads were implanted, no patient complications have been reported as a result of this event.